Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a skin irritation was confirmed. A us distributor reported that a patient had a rash under her back te pads. The irritation is described as red bumps. The patient reports she went to the doctor and he diagnosed the rash as a heat rash but did not prescribe anything. During a follow-up, the patient indicated that the irritation had improved due to the use of an over the counter benadryl spray, but it is unclear whether the doctor advised to use the spray. Reporting out of the abundance of caution.